Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that pt had his pulse generator replaced due to end of service. Pulse generator was subsequently returned to manufacturer for product analysis. Analysis found a compromised seal of the battery and battery chemicals leaching onto the printed circuit board, which caused a dissolved positive battery terminal. It is not known when the battery leakage occurred; therefore, it's impact on battery longevity cannot be estimated.